Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed as the foot was able to deploy and retract without resistance. Difficulty to remove the device could not be replicated in a testing environment as it was based on operational circumstances. However, based on the reported information, interaction of the intima / tissue and the foot likely resulted in the foot retraction issue. An unparked/ partially opened foot would contribute to the difficulty removing the device and the dissection. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect of dissection is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Medwatch report number (B)(4).

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a radioembolization y90 interventional procedure. Reportedly, retraction of the foot plate during removal of the proglide device was difficult but ultimately successful, a small dissection was observed. The dissection did not require treatment. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. User facility medwatch report received that states: failure of 6 fr perclose proglide suture mediated device. Right common femoral angiography was being performed via an 8 fr sheath. Closure of an "otherwise normal" right common femoral artery (r cfa) was attempted with a 6 fr perclose proglide device. While deploying the device, the foot plate got caught in the intima, causing a dissection of the r cfa. This failed to achieve hemostasis. Hemostasis was achieved with manual pressure. A CT scan was performed to assess the injury (short segment dissection flap in r cfa extending over approximately 2 cm. No occlusion or pseudo-aneurysm). No other interventions were necessary.